Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episodes. Upon review, farfield oversensing that led to inappropriate atr was observed. Ts provided the hcp with programming recommendations. No adverse patient effects were reported. This ICD remains in service.